Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (laa) depth was 22mm and laa measuring for amulet device sizing was determined by 2d transesophageal echocardiogram (tee/toe). During procedure, the left atrial pressure measurement was 12 mmhg, 500ml of fluids given, atrial rhythm was non-sinus rhythm (nsr) the activated clotting levels (act) were 350s and heparin was administered. After 3 partial recaptures it was determined that the 31mm amulet was incompatible with anatomy and it got removed. A new 28mm amplatzer amulet left atrial appendage occluder was chosen and successfully implanted after 3 partial recaptures with the same delivery system. On (B)(6) 2025, the electrocardiogram (ECG) and tte showed patient had pericardial effusion and a pericardiocentesis was performed. The physician mentioned the cause of effusion was amulet device. After that the patient required prolonged hospitalization. The patient was reported discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that five days post amulet implant procedure the patient developed a pericardial effusion. Abbott requested for procedure imaging to review; this was not provided by the site. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received and without procedural imaging, the cause of the reported patient effects of pericardial effusion could not be conclusively determined. It is possible that the reported operational difficulties and re-use of the delivery sheath may have resulted in device malfunction which may have contributed to the observed pericardial effusion, however this cannot be conclusively determined. The reported hospitalization and unexpected medical intervention was a result of case-specific circumstances as a pericardiocentesis was performed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note per the IFU, the device can be partially recaptured and redeployed a maximum of 3 times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath.

Event description:
N/a.